Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a urology catheter. The customer stated that the patient was going through bladder chemo and he had a foley catheter inserted. At the end of treatment, the clinician was unable to remove fluid from balloon and the urologist was called in. The urologist suggested that the clinician cut the inflation lumen to drain the balloon, but this attempt was unsuccessful. So the patient was then sent to a methodist hospital ER where they used a stylet to pop balloon and the catheter was removed. No additional intervention was performed.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.